Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the customer was unsure how much insulin was loaded into the cartridge. There was no reported impact to blood glucose. Reportedly, a new cartridge was loaded to address the event.